Manufacturer narrative:
One single dpt - vamp adult kit was received for evaluation. Blood was visible inside the vamp system. The reported defect of "tubing is cracked" was confirmed. The pressure tubing was found broken off from the uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. In addition, the tubing was bent near the site of damage. Corrective actions were previously opened to address complaints of this type; no additional actions will be taken at this time. A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
Reportedly, the tubing is cracked. No patient injury was reported.